Manufacturer narrative:
Results of investigation are inconclusive since device not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely having received shock therapy. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was incorrectly interpreting supraventricular tachycardia as true ventricular tachycardia and delivering inappropriate shock therapy. Programming changes were completed. The patient was stable.